Manufacturer narrative:
Device received with blank display due to cracked and bleeding on lcd glass noted. Unable to perform displacement test, self test, off no power test, stop current test and run current test due to lcd glass bleeding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump not dropped or bumped. Customer reported that the display was blank but there was a lack dot on the middle of the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.